Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The pump alarm history reportedly recorded multiple call service alarms cs 054-0001 and an empty cartridge alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings:a review of the device history indicated multiple cs 054 call service alarms, which are related to sleep alarms. During testing, the pump powered on properly and was exercised for 24 hours with no duplicated alarms.